Event description:
Rn noted leakage at the left antecubital IV site. When IV #18 angiocath was discontinued by rn it was discovered the tip of the catheter was sheared off. Further testing revealed it was in the patient's medial segment of the right lower lobe pulmonary artery. The retained portion of the IV catheter was retrieved successfully in it's entirety by interventional radiology. No injury occurred and patient did not have any adverse effects. (B)(4).